Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. A photograph of a component was received. There was thermal damage noted to a component. As the ventilator/compressor or any replaced parts has not been received for investigation, a definitive conclusion as to the root cause of the reported fault cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, smoke was observed coming from the compressor of this 840 ventilator. The patient was placed on an alternate ventilator without injury.